Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient was not getting effective therapy from the stimulator and therefore has decided to have the system removed. The neurosurgeon has them scheduled for removal on (B)(6). No further information was available. No device allegations were made. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient never got any relief from any setting that was put on them the healthcare provider (hcp) was aware that the device is being removed. The stimulator and leads were removed on (B)(6). No further complications were reported or anticipated.